Event description:
Caller reported a cartridge alarm 30, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support advised that the pump would be replaced under warranty, and the caller would receive a new pump with updated software. The customer was using multiple daily injections as backup therapy. Technical support ensured the caller understood procedures for managing the replacement, including placing the old pump in storage mode and returning it within 10 days. A signature was required for delivery of the new pump, which was confirmed to be sent by technical support.